Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
I was reported that during an appointment to check his cochlear implant as the pt was not able to get the best from it, it was found that 9 out of the 12 electrode channels had hi impedances.